Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned; therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this part lot combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during an acl reconstruction for the left knee, the button of the rigid loop adjustable cortical implant passed through the bone and reached soft tissue (lateral broad muscle) after adjusting the suture. The surgeon perform a skin incision from the femur side and applied tension from the tibial side, fixing it so that the button touched the bone. The device was brand new and this was the first use when the issue occurred. A time delay of less than 30 minutes was reported by the affiliate. No patient harm was indicated.